Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medication had infused faster than programmed, and the patient had finished the infusion approximately one hour earlier than expected. It had been reported that this issue had occurred during previous infusions as well. The pump had not alarmed during the infusion, but it was believed to have beeped when the medication bag had emptied. The continuous infusion rate had been 20.8 ml per hr, with a reservoir volume of 500 ml. A total of 466.1 ml had been delivered per the pump report. The length of infusion had been 24 hours. A cstd manufactured by ICU medical had been used to fill the cassette, and the pump had been used to prime the extension tubing. The event occurred while in use with a patient at the patient's home and there was no reported patient harm/adverse event.